Event description:
Baxter reported, "the connector part of the transfer set does not attach well." The date of how long the set was in use is unk. There was no patient injury or medical intervention associated with this incident according to baxter.